Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2891 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2891 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: new lawyer's reporter, essure removal via hysterectomy - uterus added in the non-drug treatment, annex f of international medical device regulators forum updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of thrombocytosis, cramps menstrual, abnormal uterine bleeding, parity 2 and multi gravida. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2896 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus,bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: clinical diagnosis/information: patient reports abnormal uterine bleeding after essure procedure 2 yrs ago, menses per month with heavy cramps. Pre-operative diagnosis: abnormal uterine bleeding. Post-operative diagnosis: abnormal uterine bleeding. Specimens: uterus, cervix, bilateral tubes. Final pathologic diagnosis: uterus and cervix, and bilateral fallopian tubes- cervix-immature squamous metaplasia, benign endocervical micro-glandular hyperplasia, chronic inflammation. Anterior lower uterine segment-myometrial fibrosis suggestive of scar. Endometrium-prominent pseudo-decidualized endometrial stroma consistent with exogenous progestogen effect. Myometrium-focal nodular adenomyosis. Fallopian tubes with fimbriated ends (2)- focal peritubal endometriosis (left). Gross description: posterior both fallopian tubes are similar, they are fimbriated and each measures 5.5 cmx 0.5 cm. [Ultrasound pelvis] on (B)(6) 2016: MRI pelvis without and with intravenous contrast: results: the left ovary demonstrates a few follicles. A small amount of free fluid in the pelvis, which is likely physiologic. Artifact is visualized in the region of the right adnexa (series 5, image 4) and in the left adnexa (series 5, image 6). This may represent essure device. No significant abnormality is visualized. Small bowel and colon are normal in appearance. Urinary bladder is normal in appearance. Osseous structures demonstrate no suspicious lesions. No abnormal bone marrow signal. Impression: no significant abnormality is noted. Artifact is visualized in the adnexal regions bilaterally which may represent essure device, however if there is concern for appropriate placement of essure device, hysterosalpingogram is recommended. On (B)(6) 2016: artifact is visualized in the adnexal regions bilaterally which may represent essure device, however if there is concern for appropriate placement of essure device, hysterosalpingogram is recommended. Assessment: abnormal uterine bleeding (aub); thrombocytosis yes; h/o: substance abuse - recovery from heroin/alcohol since 2012; depression, unspecified depression type; anxiety. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: reporters, patient information, medical history, lab data, device removal date, event onset date, and non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery? No. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-apr-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.